Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the screws were indeed an 85mm instead of a 65mm screw was in the package. We are not able to determine the exact cause of this problem but we suppose that one step during the packing process was not carried out properly. Therefore this is a packaging fault. We can only presume that there was a lapse in our quality control and this lot was accidentally packed without having gone through proper control.

Event description:
It was reported that the sales consultant was attending a case, when the surgeon opened a box of screws and found the wrong size screw inside the pack. This occurred again with a second box. This is report 1 of 2 for complaint (B)(4).